Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and jammed thumbwheel were confirmed due to the distal sheath separation, as the thumbwheel had fully rotated and bottomed out due to the separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly over the aortic bifurcation) preventing the shaft lumens from moving freely and preventing the thumbwheel from rotating. Additional attempts to rotate the thumbwheel against resistance may have caused the distal sheath separation preventing any further transmission between the thumbwheel and retractable sheath allowing the thumbwheel to fully rotate and bottom out as the rack in the handle fully retracted to the proximal end. However, this could not be definitively confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a dissection of the superficial femoral artery. A 5x80mm absolute pro was advanced to the dissection. The lock button on the handle had been unlocked and deployment was initiated. The thumbwheel was turned without issue until the very end for expected stent deployment, but there was no stent deployed; fluoroscopy confirmed the stent had not deployed at all. The device was simply removed from the anatomy with the stent implant still inside device. Once removed, visual inspection was performed and it was noted that the stent did not deploy. Additionally, outer sheath of the absolute pro was noted as separated in two pieces. It was confirmed that nothing remained in the anatomy. The procedure was able to be completed successfully without issue. There was no adverse patient effects or clinically significant delay reported. No additional information was provided.